Event description:
A medtronic representative reported that, during a sacroiliac fusion case, the tip of an iliac screw driver was bent. The surgeon tapped line to line with a 9.5 iliac tap prior to placing the 9.5x90 iliac screw. The screw was already aligned with the desired trajectory and had been mostly screwed in when the issue occurred. The surgeon used another cannulated version of the driver to finish seating the screw. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
RMA issued. Replacement device shipped to site 3/17/2014. The device was returned to the manufacturer for analysis and showed signs of physical damage. The tip of the instrument was not bent, but the tip had been broken off leaving an edge that was difficult to insert into the mating screw head. The reported event was confirmed. The most likely root cause was excessive force applied to the tip of the driver resulting in mechanical failure.